Manufacturer narrative:
Exemption number e2017017. (B)(4). Investigation has shown that the installation of the table in 2005 was done incorrectly. It was determined that the thickness of the concrete did not meet specification. After approximately 12 years of usage the ground broke and the table lost stability. Currently, the customer and siemens service are looking for a new solution to place the device as required in siemens' planning guide. As no other similar cases are known, this issue is deemed to be a single event. Customer address: (B)(6).

Event description:
Siemens was notified on september 21, 2017 that the patient table falls when unloading patients. It was reported that the table was pulling away from and causing breakage to the concrete base in which the table was installed. There is no adverse event reported and no other negative impact is known. This reported issue occurred in (B)(6).